Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: unexplained por observed in the black box. Battery cap and cartridge cap were not returned. Battery compartment is cracked on the side at the threads and above and below the bumper pad. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Test cartridge cap also used for testing. Removed the pump cover; no evidence of internal moisture or damage to the power circuit was found. The display screen has a pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.